Manufacturer narrative:
Lot/serial# (B)(4): UDI (B)(4). Initial reporter: (B)(6). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. When a trunk-ipsilateral leg component (rlt281414j/15989596) was deployed, it moved distally so that it was decided to implant an aortic extender component (pla280300j/16309029) proximal to the trunk-ipsilateral leg component. When a deployment line was pulled, some resistance was met and the proximal portion of the aortic extender component got deflated once and then expanded completely. It was deployed more distally than intended so that its position was modified by the second aortic extender being implanted proximal to the first one. Final angiography did not reveal endoleaks, and the procedure was concluded.

Manufacturer narrative:
Correction: review of the event determined this event to be non-reportable. This medwatch will be voided/retracted.

Manufacturer narrative:
Correction: type of report.